Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the device passed the dunk test. The rubber glue was found peeled/lifted. The image turned black when angulating the 'a' lever. The bending section was found dry and with no broken strands. The insertion tube contained some scratches and the light guide tube contained minor buckles and surface scratches. The video connector was found with deep dents and scratches and the video cable has a minor buckle and surface scratches. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the image was not stable and the screen kept going blank during a procedure. There was no patient harm or injuries reported. No additional information has been obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The event occurred because the imaging cable built in the curved part was buckled or broken. The probable cause was due to the buckling / disconnection of the imaging cable caused by the interference between the curved top inside the curved portion and the imaging cable due to the stress applied to the curved portion when the trocar was inserted or removed. The IFU (instruction for use) provides inspection guidelines: angulate the endoscope and confirm that the endoscopic image is free from irregularities.